Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level above (300 mg/dl) the customer delivered a bolus to stabilize bg level. The contact stated elevated bg's was possibly due to settings needing adjustments and are in contact with the health care provider.